Event description:
It was reported that a patient never received a patient programmer and had experienced complications as a result of not having a programmer. The patient experienced urinary tract infections and had gone through a lot of pain and suffering. It was noted that the patient also had diabetes and a pancreas transplant. Her previous healthcare provider never checked the device and she was recently sent to a new urologist where she found out she was supposed to have a programmer. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0a2zm, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).